Manufacturer narrative:
Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test, active current measurement, and sleep current measurement. Pump¿s history and trace files downloaded successfully using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: battery cycle 18.0 received the low battery alert (104) on 12/02/2025 07:44:00 faster than expected at 3.04 days. Battery cycle 17.0 received the low battery alert (104) on 11/28/2025 18:11:00 faster than expected at 1.95 days. Battery cycle 16.0 received the low battery alert (104) on 11/26/2025 15:09:00 faster than expected at 2.84 days. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. No unexpected insulin flow blocked alarms noted during testing. However, no delivery alarms noted in the pump history on 10/21/2025 at 11:32:41.000 during bolus. No motor alarms noted in the pump history or long trace files or during testing. No failed battery alarm noted during testing however, noted in the pump trace download on 12/03/2025 at 09:49:01.000. No damage noted at the electronic assemblies during visual inspection. Sc1-cap locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, and stained keypad overlay. Customer alleged for unexpected low battery alert in the pump history. Unexpected battery power loss was confirmed, suspecting hardware issue. Alleged insulin flow block alarms not confirmed during testing. Alleged failed battery alarm was not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced battery failed alarms and bolus not delivered. The customer also reported short battery life, the batteries were not lasting and the customer received replace battery now alarm with a prior low battery alarm. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed and included verifying the use of a new battery and the correct battery cap (acc-1528), checking for corrosion or damage, confirming the timing and recurrence of battery alerts, and advising the customer to discontinue pump use and revert to a backup plan as instructed by their healthcare professional, with instructions for placing the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer's response was that the device will be returned.